Event description:
Had christensen fossa implants implanted; right side in 1999 and the left side one month later in 1999. Pt is now experiencing draining from the left implant side incision area.

Event description:
Add'l info received from MFR on 11/27/02: tmj implants, inc was unable to link any of the medwatch form to a specific pt or a specific device because no detailed info was given.